Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for an ablation, externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. The lead remains implanted. The patient will continue to be monitored.